Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide information received from follow up (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress from dropping or knocking into the device. The event can be prevented by following the instructions for use (IFU) which state: "warning ·do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The issue occurred during reprocessing. No patients or users were harmed.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. A leakage on the suction channel was not found. Due to a crack on scope connector, water tightness was lost. Due to damage on acoustic lens, the displayed ultrasound image was defective. Objective lens had a scratch. Light guide lens was chipped. Adhesive around light guide lens had a crack. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Scope connector was corroded due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage was noted at the connection from the suction channel of the gastrointestinal videoscope. The device was returned and an evaluation revealed, the acoustic lens had a scratch which reached the glue layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.